Manufacturer narrative:
We have received the complaint device for evaluation. We observed necking of the catheter lumen. We also observed a hole in the balloon. When we injected the liquid into the inflation lumen, the liquid ejected from the skive hole confirming that the inflation lumen was not completely occluded. Both of the ligatures were held in place properly. Based on our device evaluation, it is likely that the device was used excessive force during the procedure resulting in catheter necking. We have not received any other complaints of a similar nature for devices from this lot. Our IFU clearly/appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. The arterial embolectomy catheter is not recommended for removing fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident.

Event description:
According to the surgeon, the balloon of the tuftex over-the-wire embolectomy catheter slipped during an embolectomy procedure. There was no harm to the patient because of this incident.